Manufacturer narrative:
The affected part involved with this complaint was disposed and will not be returned to isi for further investigation. A follow-up MDR will be submitted if additional information is obtained. Review of the provided image was consistent with the reported complaint of broken seal pieces.

Event description:
It was reported that during da vinci-assisted surgical procedure, a couple black plastic pieces broke off of a universal seal during a case into the patient's abdomen. The fragments were retrieved during same procedure. The procedure was completed as planned.